Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: it was reported that patient underwent mesh removal on (B)(6) 2009 due to persistent vaginal cuff granulation tissue and postcoidal bleeding. It was reported that the patient experienced adhesion and erosion of the mesh causing post hysterectomy vaginal bleeding, pelvic and groin pain, vaginal scarring and dyspareunia. It was reported that the patient experienced dyspareunia, which caused marital stress, depression and a feeling of inadequacy. It was reported that patient underwent vaginoscopy with mesh and suture excision and wound revision on (B)(6) 2010. It was reported that patient underwent removal of foreign body mesh, upper vaginectomy, and mesh was implanted on (B)(6) 2010. It was reported that the patient underwent procedure, including hysterectomy on (B)(6) 2006. It was reported that products implanted on (B)(6) 2006 were bard mesh monofilament knitted polypropylene and boston scientific obtryx. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2009 and on (B)(6) 2012, (B)(6) 2013 and (B)(6) 2015 underwent mesh removal.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It is also reported that the patient had a bard-obtryx mesh implant as well. No clarifying information provided. It is further reported that the patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).